Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, patient faced 10 infusion set fell off event between (B)(6) 2024 to (B)(6) 2024. The set fell off after being in use for 24 hours or less. The issue was resolved by replacing infusion set and resuming insulin. No further information available.

Manufacturer narrative:
(B)(4) - device 6 of 10.